Manufacturer narrative:
Follow-up #1 (04/03/2014) additional information: on (B)(6) 2014, the lay user/patient called the csr back and provided the following information: the patient reported that the alleged issue started in ¿(B)(6) 2013¿. The patient manages her diabetes with insulin an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient denied developing any symptoms and did not receive any medical treatment. There is no indication that the subject meter caused or contributed to a serious injury. The information provided does not change the classification of this report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started ¿last week¿. The patient manages her diabetes with insulin (humalog, self-adjuster) and stated she increased her dose of medication (unknown dosage) in response to the alleged issue. The patient reported developing symptoms of ¿feeling unwell¿, but could not confirm if the symptoms developed before or after the alleged issue started. The patient mentioned she self-treated with insulin (humalog, unknown dosage). At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. The cca noted that the blood sample completely drew into the test strip. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (06/20/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: error message 4 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.